Event description:
It was observed that during the device evaluation, the camera head exhibited a small break on the rear packing seal. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a small break was observed on the rear packing seal, not affecting functionality. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Page. 17. Olympus will continue to monitor the field performance of this device.